Event description:
Patient had a deformity repair with application of external fixator approximately 2 months ago. By one month after application of the device, the patient had returned to surgery on 3 occasions due to severe bleeding at the pin sites. The frame had slipped so the hardware was removed. It was noted that some of the bolts had sheared off and the wires had failed- the hardware was not retained. The external fixator device had originally been implanted in the first surgery, but the physician indicated that the patient had maintained the weight-bearing restrictions as prescribed.